Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable results for multiple tests on a cobas 8000 e 801 module. Of the data provided, there was a discrepant elecsys cortisol ii result for 1 patient tested on a cobas 8000 e 801 module. The initial cortisol result was 63.4 ug/dl. The repeat results on a different e 801 were 8.57 ug/dl and 8.14 ug/dl. It was asked but not known if the discrepant result was reported outside of the laboratory. The cortisol reagent lot number and expiration date were asked for but not provided.

Manufacturer narrative:
The service engineer found a clot in the sipper nozzle. He replaced the sipper nozzle assembly and tubing. The cause of the event could not be determined.